Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 20 g x 0.75 in. Safestep infusion set with a valved y-site. The returned product sample was evaluated, and the needle was observed to be bent near its base. The following observations were noted during the sample evaluation: usage residue was seen on the sample which indicated the product had experienced at least some use. The needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of asdws0027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bent needle and could not be used (B)(6) 2020 - a functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle.